Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported mechanical jam with the plunger was not confirmed during functional testing; however, a needle to cuff miss was noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. The reported mechanical jam with the plunger and noted needle to cuff miss was likely due to needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device using the pre-close technique via a 7f sheath hole prior to a leadless pacemaker interventional procedure. Reportedly, the device was deployed at the 11 o¿clock, when depressing the plunger, the plunger could not be fully depressed. The plunger was only advanced halfway, and didn¿t not advance further. The pre-close was abandoned, and manual compression was applied. The sheath was upsized to a 23f, and the leadless pacemaker procedure was completed. A surgical consultation was made, and hemostasis was achieved with z-suture closure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.